Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, an increase in the capture threshold and the pacing impedance were observed on the right ventricular (rv) lead. Rv lead fracture was alleged. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.